Event description:
Additional information was received from the manufacturer representative (rep). The manufacturer representative (rep) stated that they were never aware of ins pocket allegations and that the rep was only made aware of recharging issues with the recharger. The patient received a new recharger. The rep talked with the patient on wednesday night and they couldn t get the recharger to connect. The rep advised the patient to call patient services. The rep stated that a contributing factor could be that the has to charge laying down, given that she is on a wheelchair, therefore the position for charging can be difficult if patient does not have any help. The rep hasn t heard back from the patient. The rep stated that during implanting procedure, the depth and location were followed by the recommendations. The rep has no information on ins being tilted and does not know why that was reported. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the recharger is not working. When patient tries to charge the ins, it would charge for a minute or 2 and then it would flash orange and start searching again. Patient can feel the ins under their skin. Sometimes the ins feels like it is at an angle if they have moved a lot during the night. Usually, it is vertical and sometimes diagonal. Patient does not want to move it because it hurts. Patient has been having these difficulties for about a month. Discussed that the recharger is most likely not the problem, due to the ins site issues. Reviewed ways to optimize recharger position. Patient will try charging again on their own and if they continue to have problems with follow up with their managing physician. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from the patient. They reported that they were still having issues with the recharger. The lights would go red after just a few minutes of charging, and then it would not connect with the handset. They stated they had talked to the manufacturer representative, who recommended they call and request a replacement. It was reviewed with the patient that if the replacement did not resolve the issue, they would need to follow up with someone in person. An email was sent to repair to request a replacement recharger. The email request noted the recharger was broken, had issues for several months when trying to charge. The lights went red after only a few minutes of implant charge, and would not communicate with the handset.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.